Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned instrument identified signs of repeated use (nicks/gouges) and the device was fractured. Fracture analysis identified that the fracture was consistent with overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations on the fracture surface. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that while the surgeon was impacting the femoral component, the plastic femoral impactor pad fractured. Another device was used to complete the procedure without delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.